Event description:
Received report of customer's death. Caller stated that the customer was not controlling the blood glucose levels and complications due to diabetes. Customer was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.